Event description:
Treatment of a davf. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported there was low visibility of the onyx on the lateral plane especially around the tip of the first microcatheter which led to uncontrollable reflux extending beyond the proximal marker of the catheter and the system (torn catheter and onyx) was removed from the patient. Another apollo catheter and onyx was advanced to the lesion, but also had low visibility leading to reflux and blocking of the catheter. Extravasation of onyx was seen indicating that there was a dissection of the temporal artery (branch of the pca, posterior cerebral artery). The injection was continued in order to plug the breach. Removal of the microcatheter, followed by immediate control showed no extravasation of the contrast medium and no suggestion of any active bleeding. The final arterio-graphic revealed that the fistula had been removed with no suggestion of any parts remaining. A control scan was carried out with an on-table xperct confirming the extravascular location of the onyx embolic agent in contact with the postero-internal region of the left temporal lobe but without any signs of a hemorrhage. Patient condition as of (B)(6) 2014, headaches and dizziness has almost vanished completely. The patient at discharged was with an absolutely normal neurological examination. Same event as MDR# 2029214-2014-00571 / 2029214-2014-00572.

Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in th event. Radio-opacity test was performed on a retained sample from the same lot and was found to be within specifications. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).